Event description:
It was reported that during inflation to 4 atm, the balloon would not hold air. The device was removed and a new device was used to complete the procedure. This is being reported based on the analysis of the returned device, which revealed a shaft inflation.